Event description:
It was reported that during an unk procedure, could not fire when severing pulmonary tissue on the 2nd firing. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2023. D4: batch # 325c20. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one gst60g reload (b) was received fully fired. Upon further inspection, the reload was found to have damaged on the knife channel, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 325c20, and no non-conformances were identified.